Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro power supply power went out. Another power supply was used to complete the procedure. There were no pt effects. The product is returning. The power supply is believed to be in warranty.